Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the delivery system was not returned for evaluation. One x-ray image was provided for review. X ray image provided demonstrates the deployed stent inside the vessel appearing like an hour glass which confirms stent twist. Based on the investigation of the provided information, the investigation is closed as confirmed for stent twisting. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use state: 'gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035¿ diameter guidewire (...)', and 'predilation of the lesion should be performed using standard techniques.' Holding and handling of the system during deployment was found sufficiently described, in particular the instruction for use state: ' (...) Firmly hold the black system stability sheath throughout deployment. Note: do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (...) If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit.' H10: d4 (expiry date: 03/2023), g3 h11: h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the stent placement procedure in the superficial femoral artery, the stent allegedly appeared wrapped/twisted after finishing deployment. It was further reported that the physician rewired the stent and attempted multiple balloon inflations but was unsuccessful in un-kinking the stent. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during the stent placement procedure in the superficial femoral artery, the stent allegedly appeared wrapped/twisted after finishing deployment. It was further reported that the physician rewired the stent and attempted multiple balloon inflations but was unsuccessful in un-kinking the stent. There was no reported patient injury.